Manufacturer narrative:
(B)(4).  Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would only intermittently detect a patient's heart rhythm via standard ECG or therapy leads ECG during an event. As a result, the need for defibrillation therapy may not be able to be determined. Medical personnel obtained a backup device to continue patient care. No further details about the patient or the event were provided.

Manufacturer narrative:
After additional testing, physio-control was still unable to duplicate the reported issue.  As a precaution, physio replaced the patient parameters pcb assembly and the ECG receptacle.  After observing proper device operation through functional and performance testing, the unit was returned to the customer for use.